Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code ) was confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a defective q2 component on the computer/analog pca. The root cause for the defective q2 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.